Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No blank display were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was shut off in middle of the night and it was out of range. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the contacts on the battery cap were neither missing nor damaged. The insulin pump will not be returned for analysis.